Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was testing in settings mode. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. The patient reported that the alleged product issue first occurred at 10am on (B)(6) 2017. The patient manages their diabetes by self-adjusting their insulin dosage and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that at the same time the alleged product issue occurred they developed symptoms of ¿shaky, faintish and dizziness¿; symptoms which the patient informed the mss they associated with low blood glucose. In response to these symptoms the patient informed the mss during the follow up call that they self-treated by consuming glucose 5-10 minutes later. The patient also confirmed that they had no backup meter so no blood glucose results were obtained at this time. At the time of troubleshooting the cca walked through the correct testing procedure with the patient and the issue was resolved. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to measure their blood glucose on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.